Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime test due to protruded/loose drive support disk. No alarm noted during testing. Motor was tested outside the device and passed motor test.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 100mg/dl. Troubleshooting was performed, and the insulin pump alarmed an error. Advised to check the drive support cap and found that it was sticking out. Further testing could not be performed due to the alarm. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.